Event description:
Hill-rom received a report from a hill-rom tech stating the brakes not set alarm did not work. The bed was located on 3 tower at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the external alarm needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2012-2015. The tech replaced the external alarm to resolve the issue. Based on this info, no further action is required.